Event description:
Boston scientific received information that this left ventricular (lv) lead was not in placed. This lv was explanted and replaced with no issue. Attempts to obtain additional information were unsuccessful. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.